Manufacturer narrative:
This report is submitted on january 18, 2024.

Event description:
Per the clinic, the patient experienced an infection at the implant site and was treated with topical antibiotics. Subsequently, the device was explanted on (B)(6) 2023. Re-implantation is planned but had not taken place at the time of this report.